Event description:
The customer reported the display went out. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the display went out. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The control pca was found to be defective. Replacing the control pca resolved the reported issue. The device passed testing and was returned to the customer.